Event description:
It was reported to philips that the device was not recognizing the pads. There was no patient involvement.

Manufacturer narrative:
The customer called back and canceled the service request before the philips remote service engineer (rse) was able to evaluate the device. The case was canceled and closed without any work performed on the device. The device remains at the customer site and no further evaluation is required at this time.